Event description:
The homecare provider (hcp) reported the following: (1) after fill, the quick connect froze open on the c31. (2) the pt's daughter moved the c31 to a window so the oxygen would vent outside. (3) during this move, she rec'd minor cold burns to her arms. (4) she called her dr and was instructed to put cold water on her injury. (5) the burns have gone away - no medical visit was necessary.